Event description:
It was reported that during an unspecified stenting procedure, the stent failed to deploy. The lesion was located in the common bile duct (cbd). The rx wallstent permalume 10mm x 60mm stent delivery system (sds) was advanced to the lesion, however, upon deploying the stent an audible "pop" was heard and the stent was unable to be deployed. The device was removed and, upon inspection, it was noted that the stent was kinked. Another of the same device was used to complete the procedure. The patient's status is unknown.